Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: capsular contracture. Date of explantation: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation surgery with implantation of a 175cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was diagnosed with bilateral baker grade IV capsular contracture. As a result, the patient will undergo removal on (B)(6) 2022. Refer to manufacturing report number 1645337-2022-04040 for the contralateral event.

Manufacturer narrative:
On (B)(6) 2022, mentor became aware that information was inadvertently missed in the initial report. The complaint was an adverse event which required intervention. Manufacturer¿s reference number: (B)(4). In the initial, b1. Is adverse event and b2. Is required intervention should have been checked.